Event description:
It was reported that the video system center exhibited intermittent image flickering. The issue occurred during a diagnostic procedure of endoscopic ultrasound (eus) during set up. The procedure was completed using the same device. The device was inspection prior to use. There was no report of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: defective patient board a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: intermittent image is flicker with 150 & 180 series scopes due to defective patient board should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.